Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead would not go into the apex during the implant procedure. The lead was not used and another was implanted instead. No patient symptoms were reported.